Manufacturer narrative:
The user mentioned that her hcp gave her antibiotic but she is not taking it anymore because her glucose goes up after taking that, user just wanted an antibiotic. User mentioned that site is not actively bleeding and will reachout to hcp if any and if the site continues to bleed.

Event description:
On (B)(6) 2019,senseonics was made aware of an adverse event where user experienced bleeding at insertion site.